Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Leak testing, clear passage testing, clamp function testing, torque engagement and device to device interaction testing were performed with no issues noted. The reported condition of connection issue could not be duplicated and could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv-flash solution transfer set was difficult to connect to the titanium adapter. The customer felt the connection was not secure between the transfer set and the adapter. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.